Event description:
It was reported that a spectrum pump was alarming for system error 105. It was also reported that there was no pt incident or injury.

Manufacturer narrative:
MFR ref no: (B)(4). The device was received and evaluated by baxter. The reported symptom of system error 105 was confirmed through review of the event history log. It has been determined that the motor was the failing component which caused this error. The motor assembly was replaced.